Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) who performed the preventive maintenance (pm) found error code number 5 was logged 184 times and replaced the display controller printed circuit board. The fse also found the front wheel right brake was broken. The customer performed this repair themselves. The fse completed the pm, function checks and calibrations. In the course of completed the pm the fse replaced the safety disk and tether assembly. The iabp performed according to protocol and was released back to the customer for clinical use. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full name of the event site: (B)(6).

Event description:
It was reported that during maintenance of the cs100 intra-aortic balloon pump (iabp) at power up sometimes the screen remained black but it could be resolved by turning the iabp off and on again. There was no patient involvement and no adverse event reported.